Event description:
The customer contacted baxter's technical service center to report a high drain/call pd nurse alarm on the homechoice (hc). The home patient had a negative ultrafiltration (neg uf) at the end of therapy. The hp called the nurse (pdrn) and the pdrn assisted the hp to perform a manual drain. The pdrn contacted baxter's technical service representative (tsr) who explained the high drain alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.